Event description:
It was reported that a patient presented remotely via remote transmission. Upon examination of the transmission, far p over-sensing was noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended but were not yet made. The patient was stable throughout.